Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three rounds of anti-tachycardia pacing (atp) and four shocks for what appeared to be atrial tachycardia. Technical services (ts) was contacted and recommended possible reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.